Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the angle wire fluid damage, the u/d and the r/l pulley wires fluid damage, the lcb distal cover glass fluid damage, the insertion flexible tube (ift) coating damage, the segment broken, the operation channel buckled, the distal body cracked, the angle wire play, the segment corroded, the ccd driver pcb corroded, the electrical connector corroded, the operation channel leak, the objective lens unit scratched, the objective lens unit dirty, and the lcb distal cover glass dirty; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.